Event description:
A user facility reported that a failed leak test was noted with the evis exera ii ultrasound gastrovideoscope. The event occurred during reprocessing. During a standard service inspection of the customer returned device, forceps cover glue peeling was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, forceps cover glue peeling was noted. In addition, probe unit glue peeling and bending section cover crack were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to device manufacture date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the adhesive on the distal end peeled due to stress, handling, or other unknown factors. The root cause of the peeling on the distal end was unable to be identified. Additionally, during the investigation it was noted that the probe unit glue was peeling, the bending section cover glue was cracked, and the leak test failed. These defects are not considered severe enough to cause a potential adverse event. The following is included in the instructions for use: ¿3.2 inspection of the endoscope - inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.